Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an inappropriate therapy while in open heart surgery where a magnet was taped over the device. Egm showed the noise episodes from diathermy.